Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were small air bubbles in the luer lock during fill tubing. Reportedly, the user correctly removes air from the cartridge during the load process. However, the user did not remove the air from the syringe prior to filling the cartridge. There was no impact the user's blood glucose level and the user primed the tubing to remove air bubbles.